Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a bad insulin reaction. Blood glucose was 53 mg/dl; he was incoherent, confused and sweating and his wife gave him some food to treat. Current blood glucose was 159 mg/dl. Customer stated his blood glucose may have dropped to the 30 mg/dl range and he was almost unconscious. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field. He was advised to monitor the insulin pump.